Event description:
It was reported the ceramic tip of the subject device broke and fell inside the patient during a transurethral resection procedure. The physician retrieved the broken piece from inside the patient and the procedure was completed with a back-up device. It was reported the procedure was prolonged greater than 30 minutes. There were no further reports of patient harm.